Event description:
It was reported through an implant card that a vns patient underwent generator and lead re-implant surgery due to lead discontinuity. At the moment (B)(4) attempts to obtain additional information have been unsuccessful to date.

Event description:
Further information was received from a company representative indicating no information was available on the explanted products and they were discarded at the time of surgery. No x-rays were taken prior to replacement surgery and patient trauma was not suspected. No further information was provided by the patient's treating physician. No programming history was available.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.